Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad and a weak battery alarm the customer was unable to clear. The customer's blood glucose level was 378 mg/dl. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Unable to verify weak battery alarm due to no button response. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.